Manufacturer narrative:
Although the device was not returned to vygon, the complaint will be forwarded to vygon (B)(4) for investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
During insertion stylet broke while still in the pt / catheter. The stylet was retrieved with no injury to pt.